Event description:
Customer purchased lb twin-clean dental flossers ((B)(4)) and broke his tooth using it. Between 2 top molars, molars are a little bit tight. Usually takes care when flossing but this time got stuck. Consumer got a little freaked out so pulled harder and heard a snap. Not a huge piece that broke off but could feel with it with the tongue. Half an hour later drinking coffee started to hurt a lot. Was gonna leave it but called dentist office and was told it was gonna be a major problem with food/bacteria. This happened (B)(6). Consumer called the retailer the same day. Used product before for last 1-2 years or so. Expectation wise consumer would like dental bill covered and (B)(6) for the one day of work he missed waiting for dentist. Consumer works in sales so lost out on multiple commissions. Consumer admitted to retailer that his molars are a bit tight.